Manufacturer narrative:
Reference d.6 of this form for the requested info.

Event description:
The pacemaker generator eroded through the skin on the right chest wall. This pt has chronic dermatitis with severe scratching over the sight. According to the surgeon, the device was implanted 12/95 and removed 7/24/96.